Event description:
On october 27, 2025, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter would turn off during use and no longer turns on. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged power issue began 3 months ago. The patient manages their diabetes with oral medication (metformin 1000 mg) and insulin (novolog/dose unspecified). The reporter denied the patient made any changes to their usual diabetes management regimen as a result of the alleged issue. The reporter stated that on (B)(6) 2025, at 2:00 am, the patient became ¿unconscious¿ and was treated by emergency medical services (ems) with IV glucose and an unspecified injection. Prior to receiving treatment, the reporter claimed that the patient¿s blood glucose was measured on the ems meter and a result of ¿43 mg/dl¿ was obtained. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The cca noted that the meter would not power on manually when the power button was pressed or when a test strip was inserted. The cca noted that based on the information provided, the battery did not needed replacing. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes by a healthcare professional after the alleged power issue began. The subject meter could not be ruled out as a cause or contributor to the event.